Event description:
Customer reported button error alarm and a no delivery. The blood glucose reading is 145 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the prime, excessive no delivery alarm and displacement tests. No button error alarm was noted. The insulin pump had intermittent button response due to moisture damage on the keypad traces. No excessive no delivery alarms were noted. The insulin pump had minor scratches on the display window, cracked display window corners, cracked battery tube threads, a cracked reservoir tube lip, and a cracked reservoir tube. No beeping anomaly was noted during testing.